Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device worked intermittently. The physician was taking very large bites at the highest speed setting through very fibrous tissue. When the surgeon attempted to morcellate a bigger piece of tissue, the device would stop working for a minute and it seemed like the tissue would get stuck and then it would start working again. The cable on the device would wrap around itself when the unit stalled, jammed up. The physician switched to a storz and successfully completed the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01418 and medwatch 2210968-2013-01419. The same patient is represented in each medwatch.